Manufacturer narrative:
This report is submitted on january 03, 2023.

Event description:
Per the clinic, the patient experienced a skin flap necrosis and extrusion of the receiver/stimulator. The patient was treated with oral and topical antibiotics (specific date and duration not reported) and underwent a skin flap revision surgery in october 2022 (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the revision surgery on (B)(6) 2022 as previously reported. Subsequently, the patient also experienced infection at the implant site. This report is submitted on february 09, 2023.